Event description:
It was reported, that the pt was implanted in 1998. Pt was complaining about pain in the temporal region and also complaining about the decrease of benefit. Functional gain in free field with audio processor and vibrant sound bridge aided condition was in accordance with degree of hearing loss. Pt was seen by vibrant specialist two months ago, where improved fittings were done. The rtf didn't show any malfunction of the vorp. Pt asked for explantation, which was carried out in 2009.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report. This device has been mfg by symphonix corporation vibrant med-el took over the assets from symphonix corporation in 2003.